Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 3 of 4 of the patient's pd treatment. The patient was connected during the incident. Fluid reportedly leaked from the patient line connector and stay safe. Fluid was not discovered in the pump module area or on the external of the cassette. A filling slowly message prompted prior to the leak. The patient stated they knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow up, the patient reported fluid leak event and stated the fluid was noted to be leaking at the patient line connector by the stay safe pin. The fluid leak did not come in contact with the cycler. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during fill 3 of 4 of the patient's pd treatment. The patient was connected during the incident. Fluid reportedly leaked from the patient line connector and stay safe. Fluid was not discovered in the pump module area or on the external of the cassette. A filling slowly message prompted prior to the leak. The patient stated they knew how to perform continuous ambulatory peritoneal dialysis (capd) therapy. Upon follow up, the patient reported fluid leak event and stated the fluid was noted to be leaking at the patient line connector by the stay safe pin. The fluid leak did not come in contact with the cycler. The patient stated they were trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and was able to complete peritoneal dialysis treatment using manuals on the night of the reported event. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy using the cycler with no further issues. The liberty cycler set used by the patient was discarded and is no longer available to return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.